Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 20mg/dl. The customer stated that they had just gotten out of the hospital for diabetes unrelated issues and needed help with insulin pump. The customer was assisted with low blood glucose troubleshooting. The customer's blood glucose level at the time of the call was 58mg/dl. The customer treated with food. There was no indication that the insulin pump over delivered insulin. The product will not be returned for analysis.